Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383595 and lot number 4180763. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
The issue was identified after use. The nurses inserted the ivs then blood and saline was rapidly leaking out from where the catheter connected to the hub of the IV. This did result in the ivs being removed and the pediatric patients having to be stuck again.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva diffusics w/maxzero 24g x 0.75 in catheter was defective / damaged. It was reported by the customer that the catheter that has a hole right where it connects to the hub. Verbatim: here is the lot number to the catheter that has a hole right where it connects to the hub. This is the 3rd instance we have heard of over the last week and there could be more that just haven't been brought to my attention. I can't say without a doubt that they were all the same lot number, this is the only package that was saved for me.